Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found cable flooding and flooding of the charge-coupled device (ccd). Based on the results of the investigation, it is likely that the following led to the malfunction: it is likely that the cable flooding occurred due to flooding from the damaged part of the cable. It is likely that the ccd flooding occurred due to flooding from the damaged part of the cable. The cause of the damage to the cable was unable to be determined. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a break in the cord coating. The reported malfunction occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed. There were no reports of patient injury or medical intervention associated with this event.